Event description:
It was reported that a small volume folfusor underinfused. This was observed during patient infusion. The expected therapy time was 48 hours; however, on the second day of infusion 50% remained in the device. There were no visual blockages and the device was properly primed. The device was filled with 5-fluorouracil and sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The event occurred between 09/30/2022 and 10/02/2022. Initial reporter phone no.: (B)(6). The lot was manufactured from may 20, 2022 - may 21, 2022. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.